Event description:
Olympus was informed that during an ovarian cyst removal, the teflon pad became partially detached. The procedure was successfully completed using a different but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referred to in this report was returned to olympus for eval. The eval confirmed that the teflon pad was partially detached from the upper jaw of the grasping section and metal was exposed. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.